Event description:
The manufacturer received information alleging a failure of the ventilator's battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery was replaced to address the issues.